Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: image noise and cable failure. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: image noise due to cable failure. A definitive root cause could not be identified. Based on the investigation results, the most probable cause of the complaint is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device had cable pin hole, and water leakage. The issue was identified prior to the therapeutic total laparoscopic hysterectomy procedure. The intended procedure was completed using another device. There was no delay.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had cable pin hole, and water leakage. The issue was identified prior to the therapeutic total laparoscopic hysterectomy procedure. The intended procedure was completed using another device. There was no delay.